Event description:
It was reported that the patient had been exercising when the insertable cardiac monitor (icm) device protruded from the skin. The patient was subsequently seen at the clinic. The physician explanted the icm device at this time. No other devices have been implanted. The icm device was discarded and will not be returned. No additional adverse patient effects were reported.